Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Upon further inspection, fse confirmed that the led on the disk bay was off, and the cd drive was non-functional. The fse replaced the host pc to resolve the issue. After the replacement, the system was returned to use in good working order and ready for clinical use. The host pc was returned for further analysis. Functional testing was performed, and no failure was observed.